Event description:
Information was received indicating that the extension set exhibited leaking at the filter. It was reported that the chemo was slowly leaking out of the filter through the hole built in for air elimination. The customer has concerns regarding the incompatibility of the drug combination with the tubing. The customer had concerns about this issue as it potentially affects the severity of the fluid being infused. No adverse effects reported.

Manufacturer narrative:
Evaluation results: photographic examination was performed on two photographs that were provided by the customer. The investigator was able to observe a leak fleeing from the air vent of the filter. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No testing or thorough inspection could be performed because no samples were provided for evaluation.